Event description:
It was reported that a malfunction occurred, displaying malfunction code 9. The customer did not report if this issue caused their blood glucose level to exceed 500 mg/dl, so the impact remains unknown. Technical support assisted the customer in resetting their pump, and the malfunction did not recur. The customer was instructed to continue using the pump and to report any future issues. The customer acknowledged and understood the guidance provided.